Event description:
The device was returned to the service center with a customer contact report that during preventative maintenance testing, free flow and an unspecified problem with the power cord was found. The device was received for testing without the ac power cord. During verification testing at the service center, the device failed the unrestricted flow test due to a loose regulator closer. The probable cause was due to a worn regulator closer.